Manufacturer narrative:
The pump passed the self test and error test. No other alarms were noted. The pump was monitored for several days and no unexpected noise, squeal or audio/beep anomalies were noted. No damage was found on the interface board. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that there was a constant tone on the insulin pump. It was also found an unexpected restart alarm and blank display occurred after the customer removed the battery in attempt to resolve the issue. The customer's alarm history also showed a program anomaly alarm and signal too low alarm occurred. Troubleshooting found the insulin pump passed a self-test. Customer reported their blood glucose was 185 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.